Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. D4: batch # unknown. This is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows a ligamax-5mm endo clip applier el5ml used in surgery, the clip is malformed. Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown.

Event description:
It was reported that during an unknown surgery, after clamping the clips, they would not close. Changed to another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. Batch # unk. Video analysis pending. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.